Event description:
It was reported that the customer experienced a low blood glucose (bg) level; bg level was not provided. The customer's parent contacted the endocrinologist who instructed the contact to disconnect the customer from the pump for two hours and to have the customer consume carbohydrates. Customer consumed juice and lollies to address bg. The cause of the low bg was due to the customer delivering a 15-unit correction bolus instead of delivering a bolus to cover 15 grams of carbohydrates.

Manufacturer narrative:
Per tandem's user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.